Event description:
(B)(4). Since having the essure put in I have suffered severe mood swings emotional instability, hormone imbalance and back pain. The back pain was liveable with up until about a two years ago. Now it's extreme and often. Putting me out of work for a week at a time. Especially during my cycle. The emotional/hormone imbalance has increased as well in the last year. Causing severe depression and horrible mood swings.